Event description:
The customer reported an issue with the t slim x2 pump battery not charging properly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.